Event description:
It was reported that a patient experienced a hypoglycemia episode while using a dexcom g7 sensor integrated with the ilet system, with a reported blood glucose of 41 mg/dl trending up to 49 mg/dl after treatment with oral glucose gummies; the reporter noted a recent factory reset, a history of gastric bypass with low oral intake, and concurrent use of ozempic. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral glucose without need for emergency care or hospitalization. Investigation included agent-led troubleshooting and education on proper hypoglycemia treatment and monitoring for stabilization. Investigation of this case revealed no device malfunction reported and no hardware issues identified, with contributing factors possibly including reduced caloric intake and glp-1 medication use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.